Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It is reported that a customer was hospitalized on (B)(6) 2014 for 40 days for high blood glucose of 2000 mg/dl. The customer stated that his blood glucose levels dropped to 57 mg/dl. The customer stated that the insulin pump he has works perfectly fins and does not want to trouble shoot. The customer was treated for the high blood glucose with a the customer was informed that there could be many reasons for high blood glucose. No further information was provided.